Event description:
It was reported the device displayed error code 1871 during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that the labels were all in tact. During functional testing, the reported problem was duplicated. Error code 1871 on the pump display during the investigation. Motor was locked due message error code 1871 on the pump display. The root cause of the reported issue was the motor was a faulty motor. Replaced motor.